Event description:
Report 1 of 3. Consumer reported upon removal of an unspecified number of tampons the string separated from the pledget. Upon manual removal of the pledget from her vaginal cavity, it fell apart into pieces. She manually removed the remaining pledget pieces. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.